Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no anomaly noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had prime anomaly. The customer's blood glucose value was unknown at the time of incident. Customer states insulin pump had unexplained no delivery alarm. Customer states insulin pump had squirts insulin while priming. The insulin pump will not be returned for analysis.